Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 16-nov-2017. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pain in pelvis"), myalgia ("muscular pain which have spread over time to whole body"), arthralgia ("joint pain which have spread over time to whole body"), fatigue ("constant fatigue") and insomnia ("insomnia") in a female patient who had essure (batch no. L2843 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criterion intervention required), myalgia, arthralgia, fatigue, insomnia and amnesia ("lack of memory (lack of word)"). In 2009, the patient experienced pelvic pain (seriousness criterion intervention required), myalgia, arthralgia, fatigue, insomnia and amnesia ("lack of memory (lack of word)"). In 2017, the patient underwent knee operation ("right knee surgery"). On an unknown date, the patient experienced joint effusion ("hydrarthrosis on grade 3 lesion") and cervical dysplasia ("severe cervical dysplasia"). Essure treatment was not changed. At the time of the report, the pelvic pain, myalgia, arthralgia, fatigue, insomnia, amnesia, knee operation, joint effusion and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, cervical dysplasia, fatigue, insomnia, joint effusion, knee operation, myalgia and pelvic pain with essure. The reporter commented: removal was planned on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): cervical conisation - in 2016: severe cervical dysplasia. X-ray in 2009-2015-2017- MRI - antalgic - anti-inflammatory, hydarthrosis on grade 3 lesion. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov2017 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 8.601 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 16-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pain in pelvis"), myalgia ("muscular pain which have spread over time to whole body"), arthralgia ("joint pain which have spread over time to whole body"), fatigue ("constant fatigue") and insomnia ("insomnia") in a female patient who had essure (batch no. L2843) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criterion intervention required), myalgia, arthralgia, fatigue, insomnia and amnesia ("lack of memory (lack of word)"). In 2009, the patient experienced pelvic pain (seriousness criterion intervention required), myalgia, arthralgia, fatigue, insomnia and amnesia ("lack of memory (lack of word)"). In 2017, the patient underwent knee operation ("right knee surgery"). On an unknown date, the patient experienced joint effusion ("hydrarthrosis on grade 3 lesion") and cervical dysplasia ("severe cervical dysplasia"). Essure treatment was not changed. At the time of the report, the pelvic pain, myalgia, arthralgia, fatigue, insomnia, amnesia, knee operation, joint effusion and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, cervical dysplasia, fatigue, insomnia, joint effusion, knee operation, myalgia and pelvic pain with essure. The reporter commented: removal was planned on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): cervical conisation - in 2016: severe cervical dysplasia. X-ray in 2009-2015-2017- MRI - antalgic - anti-inflammatory, hydrarthrosis on grade 3 lesion. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 7.252 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.